Event description:
The customer reported that the system displayed a white square on the monitor. There was a camera failure. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the camera. The system operates as intended.